Manufacturer narrative:
Covidien reference number: (B)(4). The touchscreen was replaced and the device passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the device and verified the reported complaint. When the device was tested it auto-cycled each time it was powered on. The touchscreen will be replaced.

Event description:
During service, a ventilator power cycled on and off. There was no patient involvement.